Event description:
User experienced positive control recovery and pt urine results for alcohol-etoh, which resulted negative when repeated on a different analyzer - hitachi 717. User said this issue started on (B) (6) 2009. Exact number of pt samples affected was not provided. The following 3 pt urine examples which occurred on (B) (6) 2009 were provided and were discrepant. Sample 1, initial gave 98.7; repeat gave negative 1.6 mg per dl. Sample 2, initial gave 143.6; repeat gave negative 2.0 mg per dl. Sample 3, initial gave 138.3; repeat gave negative 0.3 mg per dl. Erroneous results were reported. User did not know and had no way of finding out if pts were treated or adversely affected due to results reported. The field service rep found sample probe out of adjustment as the cause, and adjusted sample probe, checked and adjusted r1 and r2 reagent probes, checked stirrers and rinse mechanism which were okay. Calibration and controls were run several times to verify analyzer performance within specification.